Event description:
The patient reported in a maude event report (mw5039212) that she had a skin reaction to the stimulator electrodes and believes it caused a tumor growth. She reports a revision surgery to remove the tumor and that she thinks she may have another tumor, which would require additional surgery.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.